Manufacturer narrative:
The device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy with a reprocessed harmonic scalpels/shears and during colpotomy creation when the blade came in contact with the uterine manipulator the active blade broke. Broken piece was recovered without additional assistance. There was no difficulty noticed before the break. Another reprocessed device was used to complete the procedure. There were no adverse consequences for the patient. This event has been assessed as not MDR reportable.